Event description:
It was reported to boston scientific corp that a resolution clip device was used during a procedure performed in 2009. According to the complainant, during the procedure, they successfully deployed the first clip. When they went to apply a second clip the clip would not release from the catheter. The physician used a plaster saw to cut the handle off the delivery system, and pulled the control wire and clip out of the pt. An uncontrolled hemorrhaging occurred when the clip was pulled off the tissue. A gold probe and an injection device were used to resolve the bleeding. Attempts to obtain more info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.